Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm vein. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 7.0 x 100, 75cm mustang balloon catheter was selected for use and advanced for dilation. Upon the first inflation, the balloon was successfully inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 14 atmospheres after a duration of 60 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.; the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination of the returned device found that the balloon had been inflated and was not refolded. Contrast media was present within the balloon. An examination of the balloon identified no tears or holes in the balloon material. The returned unit was attached to an inflation device and the balloon was able to be inflated to its rated burst pressure and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. The inflation device was verified before and after use using a calibrated pressure gauge. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm vein. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 7.0 x 100, 75cm mustang¿ balloon catheter was selected for use and advanced for dilation. Upon the first inflation, the balloon was successfully inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 14 atmospheres after a duration of 60 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.